Event description:
It was reported that this right atrial (ra) lead was explanted due to noise, oversensing and pacing inhibition caused by suspected fracture. Another ra lead was successfully implanted. No additional adverse patient effects were reported.